Manufacturer narrative:
Patient age at time of event: +18. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, it was noted that the distal shaft was separated from the proximal shaft. The separated catheter shaft was removed using the "singh technique" where a ruptured balloon trapped with a new balloon into a deep seated guide and the procedure was completed. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Updated: patient identifier, age at time of event (unit), patient sex, describe event or problem, init reporter sent to FDA, device codes, complaint source. Age at time of event corrected from 18+ to (B)(6) years old. (B)(4).

Event description:
It was further reported via (B)(4) that the 3.00mmx12mm nc emerge balloon catheter was advanced to post dilate the stent. However, on the last inflation, the balloon ruptured and came apart in the vessel. Another balloon catheter was used to capture and successfully removed the ruptured balloon. Post removal, the vessel was visualized and the stent was in place.